Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms and loss of capture. The patient presented to the emergency room (ER) with dizziness and syncope, and their heartrate was found to be 30 beats-per-minute. The device was reprogrammed to a unipolar pacing configuration to ensure short term capture on the rv channel. The rv lead was reportedly determined to be fractured. Subsequently, the patient underwent a revision procedure, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.